Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst commented that electrical resistance and cross continuity test results were within specifications. Helix functions are normally. Visual inspection found the outer insulation breached cut/extrinsic, and blood ingression. The outer insulation breach due to being extrinsically cut at implant is likely the cause for the sensing complaint.

Event description:
It was reported that during implant, the right atrial (ra) lead was attempted in multiple positions but stable data was unable to be obtained. The ra lead sensing decreased a few minutes after the lead was positioned. The durability of the ra lead helix was questioned. The ra lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.